Event description:
It was reported that the customer received an error alarm on the insulin pump during the manual prime and they were not getting insulin. The drive support cap was noted to be normal. Customer's blood glucose reading at the time of the call was 85 mg/dl. No further information reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a loose and protruded drive support disk. The excessive no delivery alarm test could not be performed due to the alarm. The insulin pump was received with minor scratches on the display window, cracked case at the display window corners and a cracked reservoir tube lip.